Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via healthcare professional (hcp) for a clinical study reported a lead migration/dislodgement and different feeling of the paresthesia. Interventions included a reprogramming of the neurostimulator on (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014. The patient reported that they fell down on the stairs and paresthesia was different on (B)(6) 2014. Device interrogation was performed due to the fall and a check of the impedances showed them all to be fine on (B)(6) 2014. Imaging was done because of problem paresthesia on their left leg with strange feel on their foot on (B)(6) 2014. The event was possibly related to the device or therapy and not related to the implant procedure. It was reported that the patient fell down the stairs and after that, they didn't have the same paresthesia. They checked all the impedances and all were okay. There was a little change in the program, increasing the 4th pulse width and found good paresthesia. On the (B)(6) 2019, the patient said that it was okay but they felt the paresthesia on their bottom, left leg, and foot like it was not a normal sensation. So the patient was examined and proposed them to go in to see if there was a problem. On the (B)(6) 2014, they came back and imaging was performed that showed that the lead didn't move so they did different programming. The issue was resolved without sequelae on (B)(6) 2015. Additional information received reported that on (B)(6) 2014, they came back and did a radio which showed that the lead didn't move so they did other programming and found something good without the leg. There was no lead migration. It was reported that the paresthesia was different on the left leg but not increased.